Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, elevated metal ion levels, muscle damage, muscle weakness, joint effusions ,scar tissue and emotional distress. It was also stated that operative notes indicate, metallosis with synovitis and effusion and abundant fluid, approximately 10 large pieces of synovial material including saccular structure, this was most likely inflammatory breakdown of the metal on metal prosthesis. It was not confirmed if the stem being used is a depuy product. Doi: (B)(6) 2008: dor: (B)(6) 2017 (left hip). Acetabular liner: depuy pinnacle metal liner insert, 36 mmx 54 mm. Femoral head: depuy articuleze metal-on-metal femoral head, 36 mm.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and implant sticker sheets received. In addition to what previous alleges, ppf alleged metal wear. Cup was added since ppf indicated that it was removed.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigative update: (B)(6) 2021. Patient x-ray images have been provided for review. No device associated with this report was received for examination. Provided x-ray images have been reviewed. Some images were prior, and some post placement of the metal on metal articulating devices entered on this complaint. Nothing indicative of a product problem was identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. There is otherwise no additional information and no change is required to the initial investigative results. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
After review of medical records, patient reported on (B)(6) 2017 had onset of a rash over patient's chest. With continued numbness and achiness all over the body. Patient had surgically removed old hip due to cobalt toxicity and metallosis and replaced with a new one.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medial records, lab results shows that metal ion levels were below 7ppb. No revision notes were provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. -------------------------------- update (B)(4)-2018: investigation re-opened upon receipt of new information. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was reported on (B)(6) 2017 that the patient experienced dislocation and there is mild insertional tendinitis.